Event description:
A home patient's caregiver contacted baxter technical service regarding a low drain volume alarm during initial drain of therapy. The drain volume at the time of the call was 98ml. The home patient had manually drained during the day. The service representative assisted the caregiver to bypass to fill and fill the home patient with 115ml. The home patient then manually drained 117ml. Fill was resumed and therapy was continued. The homechoice system was operational. The patient's caregiver had concerns of overfill. The caregiver indicated that during the day the home patient had an extended abdomen and had difficulty breathing. The home patient's lung doctor had identified fluid outside of the lungs (date not specified). During the manual day drain referenced above, the home patient manually drained 2900ml. The last volume infused was a last fill of 1000ml. A follow-up call has been made to the home patient's nurse. If additional information becomes available, a follow-up medwatch will be submitted.